Event description:
Reporter indicated corneal burn occurred during procedure. Sutured wound for water tight closure, resulting in temporary induced astigmatism. Prognosis reported as good. Surgeon felt this was unlikely to cause permanent injury.